Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) bluescreened and was not booting up. They tried replacing the hard disc drives (hdds), but they could not get the correct display resolution. No patient harm or injury was reported. Investigation summary: the customer sent the unit in for repair. Evaluation of the customer owned unit was completed, and the reported issue was duplicated. The hdds were replaced, the unit passed and completed 24 hours of extended testing and operates to the manufacturer's specifications. A review of the serial number history shows no recurrence of the reported issue. Hdd failure: the hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues.

Event description:
The nurse reported that the central nurse's station (cns) bluescreened and was not booting up. They tried replacing the hard drives, but they could not get the correct display resolution. No patient harm reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) blue-screened and is not booting up. They tried replacing hard drives, but they could not get the correct resolution. Therefore, they are sending the cns in for repair. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the central nurse's station (cns) blue-screened and is not booting up. They tried replacing hard drives, but they could not get the correct resolution. Therefore, they are sending the cns in for repair. No patient harm reported.